Manufacturer narrative:
G4:02feb2021. B4:03feb2021. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was received by the philips bench repair center. An evaluation was performed by the bench service engineer and the reported issue was confirmed and traced to a faulty power switch overlay. The bench service engineer replaced the power switch overlay to resolve the issue and bring the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device was having a continuous alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.